Event description:
A nurse called requesting help to download the pump. It was stated pt was receiving a no pump detected message due to the low battery. Also it was stated that the customer deceased in 2002. Customer's dr wanted to download the info from the device. It was explained that the batteries had to be changed prior to the downloading. No more info was given when the call took place.